Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. Prior to field evaluation, the customer had replaced the lamp module and camera head with their backups and the issue had not recurred. The system was tested using the illuminator, operated without error and verified as ready for use. The fse proactively ordered a new illuminator in behalf of the customer. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No image or video clip for the reported event was submitted for review. A log review confirmed the procedure date of (B)(6) 2022 on system sh1184. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer switched to a third party light source after the start of the procedure due to an intermittently functioning illuminator. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during the da vinci-assisted surgical procedure, the illuminator light turned off multiple times without observing any error message on the system. The surgeon made the decision to use a 3rd party illuminator and the procedure was completed with no reported injury. It was further reported that the customer contacted a field service engineer who advised to replace the lamp module and camera head after the procedure, the customer later confirmed that this resolved the reported problem. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site. Intuitive surgical, inc. (Isi) followed up with the initial reporter and patient demographic information was requested, but not provided.

Event description:
Refer for follow-up information.

Manufacturer narrative:
The personality module vision acquisition (pmva) board was returned for failure analysis, but the reported problem could not be reproduced. This pmva board was received in good condition and installed onto a test system and completed the program with no issues. Performance testing with 10 power cycles and sitting idle for one hour with no errors. Completed video all input/output video testing and image looked good with no problems. The failure analysis investigations and in-house testing of the returned pmva board revealed no issues related to the customer reported event.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 failure analysis investigation results can be found in the following fields: h6 and h10 the toshiba glenair camera was returned for failure analysis evaluation. The customer reported complaint was confirmed. The camera appears to have been processed in a manner inconsistent with its labeling resulting in liquid ingress, resulting in corrosion of electrical and mechanical parts.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fse did further troubleshooting as the issue persisted intermittently and replaced the toshiba double camera controller (doco) and doco to illuminator cable to resolve the reported problem. The illuminator cable is a field scrap item and will not be returning to isi for further investigation. Intuitive surgical, inc. (Isi) received the doco involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to replicate the reported 48248 errors between the illuminator and light module. The doco was received in good condition and installed on a test system and the system started up with good image. The doco was power cycled 150 times and all passed. The doco remained on the test system for 2 days in normal operation, it performed without any error.